Event description:
Information received indicates the bed has no head or knee functions and when he cranked the head up and plugged the bed in it lowered on its own.

Manufacturer narrative:
Repairs have not been completed.